Manufacturer narrative:
(B) (4): final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is completed and/or when additional info is received from the hcp.

Event description:
The pt experienced intermittent stimulation. There were high impedance values and lead breakage. Impedances involving electrodes 0, 4, and 6 were greater than 4,000 ohms. Reprogramming was attempted at the office visit. The devices were replaced with a rechargeable system. The pt's status following removal was pending. Further info is being requested from the hcp.